Event description:
It was reported to philips that the soft key number 2 on the defibrillator is bad. There was no report of patient involvement.

Manufacturer narrative:
H3 other text: device is end of life / end of support.

Event description:
It was reported to philips that the soft key number 2 on defibrillator is worn. There was no patient involvement.